Manufacturer narrative:
Unique identifier (UDI): (B)(4).- the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak observed near the cassette compartment during treatment. Treatment was discontinued. When treatment was canceled she found fluid in the cassette area. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient completed treatment via manuals when the fluid leak occurred and did not require any medical intervention for the event. The set was not made available for evaluation.